Manufacturer narrative:
The affected device was returned and evaluated. Visual inspection of the trial inserts showed scratches and deformation on the articulating surfaces. Both trial inserts fractured through the relief slot. The fracture was likely caused by excessive forces applied to the trial insert. Excessive forces may be applied due to alignment issues between the tibial base and the trial insert during range of motion activities. Excessive forces may also be applied should the trial insert be impacted during insertion onto the tibial base. It is unknown if the fractures initiated in a prior surgery. A review of complaint history for the devices revealed no complaint history for this failure mode. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed.